Event description:
It was reported that over-sensing noise was observed on right atrial (ra) lead leading to inappropriate mode switches. Ra lead was capped on (B)(6) 2025 and replaced. The patient was stable.